Event description:
It was reported that the device gave a "system fault". No known adverse effects to patient.

Manufacturer narrative:
One cadd-ms® 3 ambulatory infusion pump was returned for analysis. The customer's stated problem was verified. The device was tested and error 112 with a continuous alarm displayed, this alarm is associated with the motor. The motor will be replaced in order to resolve the issue.